Event description:
It was reported that there was positioning difficulty during the implant procedure, and 'on several occasions the lead appeared to be outside the cardiac silhouette'. The patient became hypotensive, and an echocardiogram revealed a pericardial effusion. The implant attempt was aborted, and the patient was transferred to another facility for further care. A pacemaker was successfully implanted several days later. No further patient complications have been reported as a result of this event.